Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant and occipital neuralgia. The patient reported that they have not been able to charge and ins battery was depleted. The patient reported that they can¿t use the stimulator and have a return of migraine symptoms.